Event description:
Customer reported to sales rep that the pt's surgical wound dehisced two weeks following total abdominal hysterectomy and one day after removal of skin staples. Pt was returned to surgery for wound repair. Skin closure was accomplished with mersilene retention. During the repair, a bowel obstruction, not associated with suture, was noted and repaired.